Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a stroke and it was noted that their heart rate was irregular and fluctuating.the patient's implantable pulse generator (ipg) was reprogrammed. After the ipg was reprogrammed that patient experienced heart palpitations. The ipg remains in use. No further patient complications have been reported as a result of this event.